Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a rotatable oval snare was used during a colonic polypectomy procedure performed on may 25, 2012. According to the complainant, during preparation, the sheath detached 10 centimeters from the device handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that a rotatable oval snare was used during a colonic polypectomy procedure performed on (B)(6), 2012. According to the complainant, during preparation, the sheath detached 10 centimeters from the device handle. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: the complaint deice was visually inspected and the flare was detached and the key out of dongle. The catheter was noted to be kinked in the proximal section, and two pronounced kinks on the wire. Functional testing could not be performed due to the flare being detached. The complaint was confirmed as the flare was detached. A well as, the key was out of dongle and three kinks were found, so, it is more likely that the manipulation of the device during the preparation that could have caused the kinks encountered during the visual inspection and consequently these kinks could have caused some resistance at the moment when the loop was going to be extended causing the flare detached, therefore, the most probable root cause for this incident is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.